Event description:
On an unspecified date the consumer had essure inserted for contraception. She reported that she was literally walking around hunched over holding onto her stomach for three weeks out of the month, the pain was just too much to bear. For 10 months, doctors were mystified by consumer's symptoms. She complained of excruciating pelvic pain, bleeding very heavily and that she would literally vomit from the spinning sensation. She went to a different doctor who performed a pelvic exam; she was told that radical surgery was needed. After a full hysterectomy, which included the essure coils, the consumer said that all her painful symptoms disappeared.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.